Event description:
The string broke on a sponge when the pt was being extubated and was retrieved from the mouth.

Manufacturer narrative:
It was reported that upon completion of the surgical procedure, the pt was being extubated at the same time as the tonsil sponge was being removed. The pt apparently bit down on the string and it broke. The pt had not been fully extubated and the surgeon retrieved the sponge with a forceps. No pt injury resulted. The pt was then extubated without further incident. The date of the incident is not known and no other details were provided. The sample was not retained for eval. A root cause has not been determined.